Event description:
The collimator fell off when radiographer touched it. There was no injury to staff or patient.

Manufacturer narrative:
The service engineer failed to follow philips service procedure by not securing the two clamps with 2 screws. (B)(4).